Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during investigation, the audio bolus button responded appropriately to user input. The audio bolus button cover was removed to find no damage to the button contact or the soldered pins. The pump was opened to find no damage to the pin connector. The original complaint of an under responsive audio bolus button was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.